Event description:
It was reported that heparin infusion initiated at 8:30 am at a rate 13ml/hr however the entire 200 ml bag emptied at 14:40 .although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Additional information: d.10 the reported issue that an infusion of the drug heparin, running at 13 ml/hr, had an entire 200ml empty prematurely that was remaining in a 250 ml bag could not be confirmed or reproduced. ¿ the log analysis did identify that an infusion of the drug heparin with a concentration at 25000 unit/250 ml had been terminated following an air in line alarm. The air in line alarm occurred after approximately 6 hours and twenty minutes elapsed into the infusion from the programmed duration at approximately 11.5 hours; however the cause for the air in line and early termination could not be ascertained from the log. ¿ the recorded date of the infusion in question was (B)(6) 2019 and not (B)(6) 2019 as noted in the file. ¿ the incident administration tubing set was not returned for investigation. ¿ the pump module had no found malfunctions and was infusing within specification at the incident infusion rate. The root cause of the customer¿s reported experience could not be identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Patient demographics requested however not provided.

Event description:
It was reported that heparin infusion initiated at 8:30 am at a rate 13ml/hr however the entire 200 ml bag emptied at 14:40 .

Manufacturer narrative:
The reported issue that an infusion of the drug heparin, running at 13ml/hr, had an entire 200ml empty prematurely that was remaining in a 250ml bag could not be confirmed. No devices or administration set were returned for investigation. The log analysis did identify an infusion of drugid=282 with concentration at 25000 unit/250ml had been terminated following an air in line alarm. The air in line alarm occurred after approximately 6 hours elapsed into the infusion from the programmed duration at approximately 12 hours; however the cause for the air in line and the infusions early termination could not be ascertained from the log. The root cause for the customer¿s reported experience could not be identified. Device evaluated by MFR: log review only.

Event description:
It was reported that heparin infusion was initiated at 8:30 am at a rate 13ml/hr., however the entire 200 ml bag was empty by 14:40. Although requested, no further details were provided by the customer for this event.